Event description:
It was reported to philips that the system was unable to boot, stalling at the startup screen. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips remote service engineer (rse) contacted the customer and confirmed the reported malfunction. Upon reviewing the event logs, the rse determined that the suite pc was not communicating with the system. An onsite field service engineer (fse) then inspected the system and identified that the suite pc was not booting up properly. To resolve the problem, fse reloaded the suite pc software and restored the system from a backup. After reloading the suite pc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.